Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead was fractured, exhibited noise, no sensing and non-capture. The ra lead was explanted using needle-eye and gooseneck snares and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted the lead was broken in two segments at 15.5 cm from the is-1 pin. If information is provided in the future, a supplemental report will be issued.